Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the linear stapler failed at the time of stapling, where it was identified that the stapler did not fire until the end of the first shot. No fragments were generated. There was no delay to the reported and the surgery was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 07/18/2022 d4: batch # 367a41 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload not loaded in the device. The reload was received fully fired from the left side and 15 drivers up without staples from the right side, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Further analysis of the device showed that the wedge from the left side is larger than other one. Also, the device was disassembled to verify the condition of the internal components and a different size was noted between wedged. In addition, the longer wedge was measured and it belongs to a wedge of a tlc10 device. This defect has been correlated to a manufacturing process. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.